Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/19 years old. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: early experience with the extravascular implantable cardioverter¿defibrillator (ev-ICD) in children and young adults. Heart rhythm. 2025. 22(4), s117-s118. Po-fp-088. Doi: 10.1016/j.hrthm.2025.03.253 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding extravascular implantable cardioverter defibrillator (ev-ICD) implantation in children and young adults. The authors described one patient who experienced atrial fibrillation (af) after defibrillation threshold testing (dft) and was treated with cardioversion. There was one unsuccessful dft due to undersensing in which reprogramming was performed. Two patients experienced inappropriate shocks and one lead required a revision due to unknown reasons. The status of the devices is unknown. No additional adverse patient effects or product performance issues were reported.